Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the lead had increased thresholds over the last two weeks and a rise in impedance over the last year. The positive pin of the lead is capped and the negative pin of the lead is still in use. There have been no patient complications reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the lead is in process; the results will be forwarded when available.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) no anomalies found; proximal segment was returned and analyzed. Outer insulation cosmetic cut and depression. White substance on outer insulation. Apparent explant damage. Visual analysis performed only.

Event description:
It was reported that the lead had increased thresholds over the last two weeks and a rise in impedance over the last year. The positive pin of the lead is capped and the negative pin of the lead is still in use. The lead was later explanted. There have been no patient complications reported as a result of this event.